Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the malfunction was caused by debris that had collected at the rear of the drawer. The field service engineer guided the customer in removing the back panel to check for debris. During this process, they discovered an obstruction behind the drawer, which was subsequently removed, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drawer experienced a malfunction, indicating that the station was offline despite it being online. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.